Event description:
It was reported that (1) er420 was used during an unknown procedure. It was reported by the affiliate that the clips dropped. Opened another device to complete the case. No adverse pt outcome.